Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The reported device was not sent back for investigation but was repaired locally. Due to the reported issue its keypad was replaced and sent back to brézins for further investigation. Nothing was observed during external visual inspection. The front housing kit was installed with a test bench and the device was able to be switch on with the "on/off" button. However the keypad beeped periodically and keypad keys were not responsive upon pressing them anymore. Internal check of button tracks found traces of oxidation due to infiltration which damaged the keypad matrix. We strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus. To our knowledge no patient consequences have been reported. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
Upper case malfunction. Device not responding to pressing of any button (defective keyboard). More information is needed to fully investigate the issue.